Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head was not showing anything on the screen at all. The issue was identified during inspection prior to use. There were no reports of patient involvement.